Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed and the helix was disengaged from the helical channel. The defib conductor was distorted and the inner tubing was kinked/buckled. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt difficulty extending/retracting the lead helix. The mechanism suddenly extended when the operator moved the inserted stylet. The lead was not implanted. No patient complications were reported as a result of this event.